Event description:
Tubing used for venticular shunt potentially contaminated with gram neg micro organisms. "Csf pos p" after draining through new shunt immediately. In o.r. Unusual organism cultured for this type product.